Manufacturer narrative:
On 01/02/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed some creases on the anterior and posterior views . No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. This follow up report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/20/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 12/3/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This follow up report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; left side baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; left side baker grade iii, and right side baker grade IV. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.